Manufacturer narrative:
Investigations were performed on 10/11/2007 and in addition to verifying the customer initial report of no display, no audio was also found. The findings of no audio was isolated to the main pcb.

Event description:
In 2007, the company received a report where the customer claimed that the display was not working. The unit was received on the following month, for failure investigation and the results revealed a different failure.